Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a1, a2, a4: no information available. Block d4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in shutdown during a case. The patient was switched to manual ventilation and IV sedation, unit replaced, and case resumed. There was no patient injury.